Event description:
Md noticed after placing the last 4.75 knotless biocomposite anchor implant that a piece of metal came off part of the implant. Md retrieved the metal without issue and examined the patient's shoulder to ensure nothing else was retained. Staff are unsure which exact anchor had the issue, so all 5 that were implanted were isolated from the field and kept in a bag for risk. Knotless biocomposite anchor- model cfkb475s, lot #1103426; knotless biocomposite anchor- model cfkb475sta, lot#1103426; knotless biocomposite anchor- model cfkb475stb, lot#1103427; knotless biocomposite anchor- model cfkb475s, lot# 1099431; knotless biocomposite anchor- model cfkb475s, lot# 1099431. FDA safety report ID# (B)(4).